Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 9f amplatzer trevisio delivery system was chosen for the procedure. During device preparation, it was noted that the there was a leak observed at the level of the stopcock. The leak was noted to be saline which was used for flushing. There was no damage observed on the product packaging. It was also reported that the stopcock screw thread appeared damaged which led to the leak at the level of the stopcock. There was no crack or material deformation observed. The procedure was completed using a new 8f amplatzer trevisio delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.